Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, he had a diabetic coma, was hospitalized, had lacerations and sutures, and his memory is bit hazy and couldn't recall how to change his set. He was hospitalized for high blood glucose. Customer had passed out and fell on glass and woke up in the hospital. Customer was washing dishes when he passed the cause of the hospitalization was low blood glucose. Customer was wearing the device at the time of the hospitalization. A few hours prior to the low his blood glucose was 357 mg/dl. The drive support cap was recessed. The customer is not returning the device for analysis.